Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the drain bag, and allegedly the sides of the drain bag had to be pulled apart and manipulated in order to get the urine to drain into the bag.

Event description:
It was reported that the urine would not drain into the drain bag, allegedly the sides of the drain bag had to be pulled apart and manipulated in order to get the urine to drain into the bag.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one unopened (sealed within original packaging) drain bag. All components were present upon opening the packaging. No visible defects were noted on the bag or any accessories of drainage. A concomitant, in-house 14 fr catheter was attached to sample port connector and a drainage test was performed. Water flowed through the catheter unrestricted into the drain bag. No restricted flow rate into the bag was observed. Water was drained out of the bag with no resistance was noted. The inlet tube dimensions were measured and found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bardia closed system urinary drainage bag with anti-reflux chamber latex free.contents: 2000ml (approx. Vol.)/urine sample sleeve ¿ 0.313¿ i.d. (7.95mm) drainage tube ¿ round profile center entry ¿ anti-reflux chamber ¿ swivel hanger with flexible hook ¿ draw-off tube with clamp caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: 1 . Kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. 2. Swab surface of puncture site with antiseptic wipe. 3. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. 4. Remove desired volume of urine. Release kink to permit flow to drainage bag. 5. Send specimen to laboratory.¿